Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 8/5/2021 device evaluation: product was received in its original packaging. Visual inspection using magnification was performed on the returned sample. The plunger and pushrod were observed in advanced position and in good condition. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed deformed. The lens was not returned. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight: information unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of a dcb00 cartridge (top side of bevel) caught onto descemet's membrane and possible stroma. The surgeon tried to use bss and air to move descemet's membrane back in place, but it did not work so the surgeon left it in place. An incision enlargement and sutures were not required. Through follow-up, it was learned that the cartridge tip did not appear to be damaged upon inspection at the microscope. The surgeon does not believe event was attributed to technique error as the surgeon placed the lens as usual, but it seemed to catch at the wound. There was no patient injury. The patient's status post-operative (op) reported patient's vision in the left eye is recovering and central cornea was stable, but persistent edema periphery by the main incision where the cornea was damaged. No additional information was provided.